Event description:
The nurse reported that during a phacoemulsification surgery, the system stopped working. A posterior capsule tear occurred and the lens dropped to the back of the pt's eye. The surgery was not completed and seven subsequent surgeries were cancelled. Multiple attempts were made for additional info and pt status with no response to date.

Manufacturer narrative:
The company service rep examined the system and the system primed and tuned okay. The footswitch was checked and an intermittent cable fault was found. The footswitch cable was replaced. A regulator was leaking air and was replaced. The system was then tested and met all product specifications. The parts replaced have been sent for in house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. This report was mailed to FDA on : 04/16/2009.